Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed proper device operation through functional and performance testing. Physio-control then examined the ambulance where the device was being used and observe that when the device was connected to the dc power adapter, located in the ambulance, that it would not complete the boot-up cycle. Physio-control further confirmed this using a second (test) device. Based on the information available, physio-control has determined that the cause of the reported issue was the dc power adapter accessory that was being used in the ambulance. The dc power adapter was later removed from the ambulance. The dc power adapter was not returned to physio-control. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was not powering on, when being used in an ambulance. There was no patient use associated with the reported event.